Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred following the 5th or 6th day of cartridge use. The customer reported blood glucose (bg) levels between 500 (mg/dl). The customer reverted to a non-tandem pump for insulin therapy.